Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned high results for 1 patient tested for elecsys cortisol ii (cortisol ii) on a cobas e801 module. The patient had failed low dose dexamethasone suppression testing on an earlier occasion. The patient was taking symbicort (budesonide and formorterol) and avamys (fluticasone) and had a cortisol ii result of 149 nmol/l. The patient was advised to stop taking these medications as the customer suspects an interference affecting the cortisol ii results. Suppression testing was performed again and after 8 hours of low dose dexamethasone suppression the cortisol ii was 201 nmol/l. The patient had stopped her fluticasone and symbicort 3 days prior to the test. There was no allegation that an adverse event occurred. The e801 module serial number is (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.